Manufacturer narrative:
Based on the claim against the product by the customer noting that an medium-large clip applier instrument does not clip properly, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found the primary failure of bent grip to be related to the customer reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip. Common causes of the failure mode bent instrument grips -tips are typically attributed to misuse. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. When the tips of the instrument grips are bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. Additional investigation, found the instrument to have the life indictor broken. The housing was removed and found the life indicator broken off and was not returned with the instrument. Common causes of the failure mode broken instrument life indicator are typically attributed to the mishandling/ misuse. The probable root cause of bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument does not clip properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated, that the instrument was inspected prior to use and no problems were noted. Additionally, the problem occurred while the surgeon was trying to clamp and a vessel or tissue. The standard side clips for the instrument were used, and the procedure was completed with a spare instrument. An RMA was created to be returned to isi for review but no picture or videos were available. No patient demographic information was shared/ available.